Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lower lobe resection,while placing the device in the chest cavity to detach the interlobar fissure, the stapler was not able to fire. The green button was pressed but the handle could not be squeezed. The reload was replaced to complete the case. There was no patient injury.